Event description:
It was reported by service report that the foot section would not lock on the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot section was missing a pin and rue ring cotter.